Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(6) hospital reports: the instrument snapped whilst in the patient, leaving behind the tip; missing, trying to locate event occurred during surgery and delay 15-20 minutes. Remnant of instrument could not be removed and remains in the patient. Introducer for cement restrictor sheared off at 7cm when restrictor was in place and as we began to unscrew it from the plastic. It was decided that the best way out was to push metal in further away from distal end of stem. Position checked on x-ray. The devise associated with this report was not returned. Review of the devise history records and or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The instrument snapped while in the pt, leaving behind the tip; missing, trying to locate event occurred during surgery and delay 15-20 minutes. Remnant of instrument could not be removed and remains in the pt. Introducer for cement restrictor sheared off at 7cm when restrictor was in place and as we began to unscrew it from the plastic. It was decided that the best way out was to push metal in further away from distal end of stem. Position checked on x-ray.